Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had premature battery depletion. It was further reported that there were multiple discharges from the implantable cardiodefibrillator during a cardiac arrest which depleted the device battery faster. The device was explanted and replaced. It was reported that the patient was enrolled in the (B)(4) study. No patient complications were reported as a result of this event.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.